Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged mini set main body. In this case no functional problem was observed during the plant evaluation, however a visual crack was confirmed. Root cause is uncertain. The lot number is unknown; therefore a batch review cannot be performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international report of a patient that reported a crack on the light blue main body of the transfer set. It had been in use for about 80 days. There was no disinfectant use on the set by patient or doctor. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.